Event description:
As reported by the user facility: epidural needle was placed into the epidural space. Dr then picked up the spinal needle and inserted into the epidural needle - hub of spinal needle disconnected from the needle. Needle was retrieved. Additional info provided by the facility indicated that the pt suffered no adverse sequela associated with the reported incident and the needle was removed intact without incident.

Manufacturer narrative:
The actual device involved in the incident was returned to the manufacturer to be evaluated. The needle was noted to be in the needle sleeve, however, the needle was separated from the hub at the insertion point of the needle to the hub. The internal metal bushing used to secure the needle into the hub could clearly be seen and was intact. The overall needle length measured approx 132.50 mm and appeared intact. The stylet was not returned for evaluation. There have been no other complaints of this nature against the reported part or lot number. The sample and all available info has been provided to the actual manufacturer, for evaluation.